Manufacturer narrative:
This is follow-up report for this complaint with associated MFR# 2954740-2016-00317. The revive se is not distributed in the united states; however, it is similar to the revive pv that is distributed in the united states.

Manufacturer narrative:
This is one of one initial/final MDR being submitted for this complaint with associated MFR# 2954740-2016-00317. (B)(4). Synchro guidewire 0.014 in; headway micro catheter 0.021; catalyst intermediate catheter (B)(4). The revive se will not be returned and without a quality issue alleged root cause analysis cannot be performed. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Device ineffective is a known potential adverse event associated with the use of the revive se device and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that thrombus age and composition, medication regimen and target lesion anatomy may have contributed to the reported events. No further action is needed at this time.

Event description:
As reported by (B)(6) study, (B)(6) underwent combined protocol of rtpa and thrombectomy on (B)(6) 2016. Pre-treatment magnetic resonance imaging revealed a thrombus located at right middle cerebral artery (mca) which was 10 mm in length. Rt-pa given pre-angio; no ia or IV lytic given intra procedurally. Four passes were made with revive se (frs21452299/s10386); it was reported that due to repositioning the revive se was deployed several times. Pump aspiration using a cometitor¿s catheter was also performed during the procedure. There were no adverse events reported during the procedure. Tici score was reported as preprocedure: tici 0 t postrevive se: tici 0 and at the end of procedure: tici 0. No intracranial hemorrhage was observed during the 24-hour follow-up on (B)(6) 2016, however other adverse events were reported. Patient was discharged on (B)(6) 2016. The complaint product is not available for analysis.